Event description:
It was reported that the patient experienced inflation issues and the pump staying flat with this inflatable penile prosthesis (ipp). A surgery procedure was performed during which a fluid loss was confirmed and a hole in the cylinder was identified. All components were removed and replaced with no patient complications.